Event description:
It was reported that the tip of the foley catheter where the balloon was, rolled when pulled out. This caused a rough edge to catch when removing and the patient experienced bleeding. Customer tested some other trays and had the same issue. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be could be to thin sac could cause poor shape/ baggy sac & non- concentric balloon. The lot number is unknown; therefore, the device history record could not be reviewed. The the product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the tip of the foley catheter where the balloon was, rolled when pulled out. This caused a rough edge to catch when removing and the patient experienced bleeding. Customer tested some other trays and had the same issue. No medical intervention was reported.